Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% in-stent restenosed, 28x4mm concentric target lesion was located in the mildly tortuous and non calcified proximal right coronary artery (rca). The lesion was predilated with a 3.5x20mm balloon with 50% residual stenosis. A 28mm x 4.00mm taxus¿ element¿ drug eluting stent was advanced but failed to cross the lesion. Upon withdrawal, the stent was crimped on the balloon and the struts were fractured. The procedure was completed with a 4x28 non bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were damage, bunched distally and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% in-stent restenosed, 28x4mm concentric target lesion was located in the mildly tortuous and non calcified proximal right coronary artery (rca). The lesion was predilated with a 3.5x20mm balloon with 50% residual stenosis. A 28mm x 4.00mm taxus¿ element¿ drug eluting stent was advanced but failed to cross the lesion. Upon withdrawal, the stent was crimped on the balloon and the struts were fractured. The procedure was completed with a 4x28 non bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).